Event description:
A consumer reported being dissatisfied with the outcome as she is still having to wear glassed and she is unable to thread a sewing machine following bilateral intraocular lens (iol) implant surgeries over one year ago. Add'l info has been requested. There are two medical device reports associated with this event; this report is for the first eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/13/2011 and 05/18/2011, and 05/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).